Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was missing and was unavailable to aid in the removal of the tampon. She was unable to remove the tampon. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.